Event description:
It was reported that during creation of a hole to attach the lima to a tube graft, the device continued to catch and lock, and a second product was opened to proceed. It is unknown if there was any patient injury as a result of the event. Further, it is unknown if there was a delay in procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.